Manufacturer narrative:
Following the event, a steris service technician arrived at the facility and inspected the harmony vled dual surgical lighting system. The technician's evaluation identified the two plastic yoke covers were damaged to an extent that prevented the two covers from securing into position. By design, the yoke covers are secured by attachment screws on each half of the cover in addition to being held in place with molded mating tabs. The technician inspected the facilities remaining lighting systems and observed similar damage on three other lighting systems. The technician found the yoke covers securing tabs had all been damaged and the covers were only resting atop of the surgical lighthead rather than being secured into place with the screws and tabs. The damage observed by the steris technician is indicative of impact damage due to the lighthead bumping into other equipment or light heads. The lighting systems are maintained by the user facility's biomedical department and are not under a steris service contract. While onsite, the steris service technician made the facility's biomedical and housekeeping personnel aware of the damage he observed. The technician instructed the facility to always properly secure both halves of the lighting cover using the screws and mating tabs and to move the lighting systems with caution as instructed in the equipment's operator manual. The harmony vled lighting system operator manual (1-4) states, "caution - possible equipment damage: do not bump lightheads into walls or other equipment".the operator manual also states, (pp.4-3), "check wiring in lighthead/yoke interface for routing and chafing. Make sure all connections are tight. Repeat for connector in other knuckle areas." "Inspect all arms for missing or loose screws." The steris service technician replaced the facility's plastic yolk covers, tested the unit and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, part of the lighting system's plastic yoke cover fell from the harmony vled surgical lighting system. The cover did not contact the patient or hospital personnel. No injuries were reported and the procedure completed successfully.